Manufacturer narrative:
The returned device was evaluated. During inspection, the unit was found to have display segments which illuminated intermittently. Internal inspection revealed contamination on the system board. It was also found that some of the pins on component d5 appear to have cold solder joints. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported that the rad-5 intermittently loses the bottom segment of the display and displays a "sen off" error message. No consequences or impact to patient were reported.